Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender was received for product evaluation. Visual inspection revealed that the entire sheath shaft was flattened, stretched and completely detached from the hub. The shaft was measured at 16.5 cm which is greater than the specification of 10 cm, giving evidence that the sheath was stretched. The crosscut valve was dissected from the device to better see the inside of the sheath hub. The sheath hub was observed under microscope and no damage or gross anomalies were noted. The caulking pin inside the sheath inner lumen was firmly seated inside the sheath hub. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely calcification, spasming, or high pressure on the access or a combination of these during withdrawal of the sheath caused the damage. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that glidesheath slender sheath became detached from hub upon removal of the sheath. The procedure outcome was good. There was no blood loss, and the procedure was completed without complication. The patient's condition was good. Additional information was received on 28jan2020. The patient was reported to be fine; good outcome. The event happened during a radial heart catheterization.